Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the access needle with the extension line for a port catheter had allegedly leaked. There was no reported patient injury.

Event description:
It was reported that the access needle with the extension line for a port catheter had allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the extension set tubing near the connector was confirmed, and it appeared that the damage was associated with use of the device. One 20g x 0.75¿ powerloc max infusion set was returned for investigation. The infusion set was received with an injection cap attached to the luer adaptor. Tape residue was observed on the extension set tubing. A breach was observed in the extension set tubing just distal to the luer adaptor. The adjoining surfaces of the tear were rough and granular. What resembled beach marks were observed on the adjoining surfaces of the tear. The tear was located across the adhesive fillet. The length of the adhesive fillet was within specification. Due to the evidence of use, it was determined that the tear developed over time. It is possible that tensile and/or torsional stresses caused the tear to develop during use. This can occur with patient movement, manipulation of the luer adaptor, or inadvertent pulling on the extension set. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.